Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 35 mg/dl. Due to the bg level the customer was unconsciousness and was transported by paramedics to the emergency room (ER). Customer was treated with intravenous fluids of saline and released from the emergency room 6 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and that the customer was using off label insulin (u-500) within the pump supplies. Tandem technical support educated the customer on insulin labeling, customer acknowledged and understood. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer reverted to manual injections for insulin therapy.